Event description:
Meter name: one touch fasttake. Strip name: lifescan. Meter code: unknown strip code: unknown. Strip storage: unknown. Symptoms: frequent urination. A pt reported they were unable to obtain blood glucose results on their meter. Their meter allegedly would only prompt error 2 message. Pt was not treated. Pt has not tested for approximately two months as a result of the error message. No further info has been reported.